Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 371mg/dl at the time of the incident. The customer reported that the pump was having problems with her pump. The customer was advised to remove her cannula from her body to determine if cannula was bent and the customer confirmed there was some blood at the site. The customer reported that his wife changed out her set yesterday and her blood glucose shot up to 468mg/dl and gave 13u by needle and stated this morning it was 371mg/dl at 7am and gave 4.20u by the pump. The patient's current blood glucose was 421mg/dl. The drive support cap appears normal (slightly indented .the customer did not have tubing clamp and was advised to call after receiving it. The customer called back after receiving tubing clamp. Performed high pressure test and it passed. The insulin pump will not be returned for analysis.